Event description:
Additional information was reported that the patient's implant has not moved contrary to the story per healthcare provider (hcp). There is no impedance issues of the leads. The cause of the issue with the implant and one of the leads not working has not been identified yet. The patient is getting imaging to rule out issues causing the symptoms. The issues have not been resolved yet. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2020. It was reported that the reason they had the device implanted was due to a lot of nerve damage around their c5 and c6 vertebrae, and that nerve damage was causing them to have arm pain. They don't take medication and solely rely on the device to help their arm pain. They reported that around the end of (B)(6) 2019, a dog had ran into the back of their legs, which caused them to fall on their back. The fall resulted in a rotator cuff injury that contributed to inflammation and pain. They also were experiencing pain and sensitivity at the lead location. They ended up going to the emergency room (ER) three times in one week due to the pain and sensitivity. They also were experiencing painful headaches when the ins was on, so they stopped turning the ins on as much. On (B)(6) 2019, they had seen their doctor to have a myelogramto look at the placement of their leads. In (B)(6) 2019, the patient met with the physician, who told them that the lead loop had moved off to the side towards their left shoulder. The physician was not willing to address this because it was not a lead they had impl anted. In (B)(6) 2020, the patient contacted the physician who implanted the lead. In (B)(6) 2020, the implanting physician reviewed the medical imaging taken in (B)(6) 2019 the cause of the pain and sensitivity at the lead site was still u nknown as of (B)(6), 2020. The patient thinks it is mostly due to the rotator cuff injury, but they haven't confirmed this yet as they were waiting to have a CT scan, but that had been postponed due to covid-19. The patient did state that for the most part everything has calmed down and they werefine; they weren't thinking about the pain and sensitivity as often as before. They also mentioned they were in bed for two months and had lost a lot of weight over the last 9 months. No plans are in place yet to address the movement of the lead loop until after they have their CT scan, but they stated they would update the manufacturer of any interventions if they arise. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3778-75, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Product ID: neu _unknown_lead, serial#: unknown, product type: lead. H6: additional codes that apply to the lead: device codes: c62917 device codes: c62819 patient codes: c73503. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient was having issues with their implant and one of the leads was not working and that they thought scar tissue may be causing the problem. Patient stated that they have been to the ER 3 times with severe pain. Patient reported having a fall in early july and then they started having issues about 2 weeks ago. Patient has an appointment on (B)(6). No further complications were reported/anticipated. No further complications were reported/anticipated.